Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose of 32 mg/dl. The customer's blood glucose was 289 mg/dl at the time of call. The customer's mother stated that they treated the low blood glucose with food. The customer's mother also reported that the blood glucose went up to 600 mg/dl due to over correction for low blood glucose. The customer's mother stated that they gave insulin to treat the high blood glucose and was able to bring down to 58 mg/dl. Troubleshoot did not occur. The insulin pump will be returned for analysis.